Event description:
On removal of internal guidewire during insetion of pigtail catheter into perisacral abcess under CT guidance by radiologist, the guidewire sheared off inside metal stylet, leaving a shred of coiled wire inside the pigtail catheter inside the pt's left buttock. The catheter was correctly in place in the abcess and desired drainage was achieved. The catheter, along with accessory is still in pt to achieve drainage over the next few days. The surgical teams will determine when the catheter is to be removed. It was felt there were no adverse consequences to the pt by leaving the device in place, however, the radiologist did explain the situation to the pt.